Event description:
It was reported that during the acetabular rim reconstruction the arthropierce broke outside of the patient. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the acetabular rim reconstruction the arthropierce broke outside of the patient. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: d4 and h4 updated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the customer provided images found markings confirming the part number of the device. The device is worn from use, and the distal end of the actuator appears to be disconnected from the top jaw. Another image shows labelling on what appears to be a sterilization tray. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.